Event description:
The report received from the study indicates that the pt had an anterior wall non-q wave myocardial infarction (mi) after the index procedure. The pt's cardiac enzymes were elevated post-procedure. The report said, that the pt complained of chest pain after the procedure and had a loss of septal perfusion at the level of the mid stent with troponin rise. The pt is for evaluation of the circumflex as an outpatient in the percutaneous coronary intervention (pci). The pt had 3 cypher select stents implanted in the left anterior descending (lad) during the procedure. The stent associated with the mi and the loss of the septal perforator was a cypher select plus 3.0 x 18mm stent implanted in the mid lad. No intervention was done. The pt was discharged the day after the procedure. The relationship of the event to the 3.0 x 18mm device and procedure was highly probable. The event was severe and a serious adverse event. The event outcome was complete and the event resolved without sequel. There were no problems reported with the other stents.

Manufacturer narrative:
The indication for the index procedure was stable angina. The pt was found to have two-vessel disease and had three lesions treated during the elective procedure. No staged procedure was planned. Lesion #1-1: the target lesion was the proximal lad. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 12 mm length, an 80% stenosis, concentric, moderately calcified, and type b1. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 10 atm. A cypher select plus 3.5 x 13 mm stent was implanted at 18 atm. The stent was post-dilated with a 3.75 x 10 mm balloon at 20 atm due to the stent being underexpanded. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Lesion #1-2: the target lesion was the mid lad. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 15 mm length, and 95% stenosis, concentric, little or no calcium, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 10 atm. A cypher select plus 3.0 x 18mm stent was implanted at 18 atm. The stent was post-dilated with a 3.5 x 15 mm balloon at 18 atm due to the stent being underexpanded. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was not provided. Lesion #1-3: the target lesion was the distal lad. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 15 mm length, and 95% stenosis, concentric, little or no calcium, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 10 atm. A cypher select plus 2.5 x 18 mm stent was implanted at 16 atm. The stent was post-dilated with a 2.75 x 15mm balloon at 14 atm due to the stent being underexpanded. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was not provided. Please note that device is distributed outside of the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.